Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead had low impedance and rising to high thresholds. It was also reported that the lead was undersensing p waves and had insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.